Event description:
It was reported that the patient experienced many episodes of syncope. X-ray imaging revealed lead fracture. On (B)(6) 2017 the lead was capped and replaced. The patient¿s condition was stable.